Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 70% stenosis located in the proximal ramus. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, however excessive force was not encountered during delivery of the device. It was reported that the device failed to cross the lesion, a guide liner was then used however the device still could not advance across the lesion. The device was removed from the patient. It was reported that stent deformation occurred in vivo during removal of the device from the patient. There was a stent strut lifted on the proximal segment of the stent. The patient is reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned between the marker bands but not meeting specifications due to deformation of the proximal stent segments. Deformation was evident to the most proximal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.